Manufacturer narrative:
Event conclusion: reliability assurance testing of both the ventak prxiii (1720) and the mini ii (1763) revealed electrically damaged output circuits, which is consistent with therapy delivery into a low impedance lead. It was documented that during the attempted implant of the 1763 a less than 10 ohm shocking impedance was observed. The endotak lead (0075-000184) was capped and a new lead was implanted along with a new device (1763).

Event description:
Cpi received information that a patient with an implantable cardioverter defibrillator (ICD) came in for a CABG surgery. Follow-up testing prior to the surgery (june 24, 1997) revealed two different fault codes. The physician elected to explant the device on july 14, 1997, following the CABG procedure. During the replacement procedure, the second device (model 1763, serial 802904) was unable to convert the patient during defibrillation threshold testing, external shock was required. The shocking lead impedance measured less than 10 ohms. The transvenous defibrillation lead (model 0075, serial 000184) was suspected to have an intermittent electrical short. A new device and lead were implanted. Both devices models 1720 and 1763 are being sent back to cpi for analysis. The chronic lead was capped.